Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with a representative reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality rel ease specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial lobectomy for the left upper lobe, the surgeon was able to press the green button, but when the cartridge was advanced forward about 30 mm, since the lever operation was stiff and a strong resistance was felt, the stapling operation was abandoned in the middle. It was reported that since the stapling operation was stopped in the middle, there were staples that were not completely formed at the proximal location and all the staples in the third row were incomplete as an image. It was noted that some staples at the tip of the staple line were also not formed. A new cartridge was then opened and when it was used, stapling operation became unavailable as the same as the first cartridge. In order to complement stapling, a new product was used and it could staple without problem. The procedure was completed with another device. It was reported that since the operation of the stapler was confirmed and there was no abnormality found, if there was no trace found which inhibited the stapling through the cartridge, and even though the lever operation was stiff and there was a strong resistance, it was highly possible to be able to staple eventually as long as the handler was squeezed more firmly. It was noted that the product did not lock on tissue and was removed from the tissue without damaging it and oozing bleeding occurred as a result of the issue. There was no patient injury.